Event description:
Device #1 of 4: reference MFR. Report: 1627487-2014-26989; 1627487-2014-26990; 1627487-2014-26991. Follow up information identified the patient was doing okay.

Manufacturer narrative:
UDI (di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4. Reference MFR. Report: 1627487-2014-26989, reference MFR. Report: 1627487-2014-26990, reference MFR. Report: 1627487-2014-26991. Follow up information identified the infection initially appeared to have cleared, and antibiotics were going to be discontinued, however; the incisions began draining. The patient underwent surgical intervention to remove the scs system. The infection was at the ipg site and the lead incisions appeared to be normal. The patient is currently on antibiotics. The explanted products were sent for culture.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4. Reference MFR. Report: 1627487-2014-26989, reference MFR. Report: 1627487-2014-26990, reference MFR. Report: 1627487-2014-26991. The patient has a scs system which includes two anchors from the same lot. It was reported the patient was experiencing cellulitis at her incision sites and has been prescribed antibiotics. Surgical intervention may be pending to address this issue.